Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in pacing threshold measurements over time. As a result, the physician made the decision to replace the lead. The lead was capped and abandoned in the patient, so it is not available for return and technical analysis.